Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 4th most proximal stent strut row; stent struts were lifted. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a 1.0x15mm non-bsc balloon catheter was used for pre-dilatation, a 2.50 x 16mm synergy drug-eluting stent was advanced but failed to cross due to calcification. A guidezilla guide catheter extension was used and the procedure was completed with another 2.50 x 16mm synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.